Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected scrolling numbers noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 310 mg/dl. The customer stated she had dinner and was trying to bolus and the carb rate was just scrolling on its own then read button error. The customer was asked if she recalls any significant events leading to the alarn and said nothing. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.